Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument channel and suction channel of the subject device tested positive for unspecified bacteria during a surveillance culturing test at the user facility. It was reported that the user facility had disinfected the subject device with peracetic acid. Other detailed information such as automated endoscope reprocessor was not informed but there was no report of patient infection associated with the event.